Event description:
It was reported that there was an issue with jk740 -bottom for 3/4 container height: 90 mm. According to the complaint description, the container was "contaminated" with white powdery residue. This malfunction had occured during disinfection. Additional information is not available. The product was not used in surgery. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: 400564640 (9610612-2022-00248) - jk740 involved components: jk789 - 3/4-size lid w/retention plate silver, batch 52563153 (400564638).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
After review of the investigation results, the complaint was re-assessed and found to no longer be reportable; failure mode has been adjusted and decreased from 4(5) to 2(5). Investigation results: we made a visual inspection of the products. Here we detected a whitish gray corrosion of the product. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 5(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: according to the quality standard as well as the DHR research which shows no abnormalities, a material defect as well as a production defect can most probably be excluded here. The investigation leads to the assumption that the whitish-gray corrosion was caused by improper alkaline processing. According to the reprocessing brochure, certain points should be observed to avoid this deviation. Based upon the investigation results, the root cause conclusion is most probably reprocessing - related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch reports: (B)(4) (9610612-2022-00248) - jk740. Involved components: jk789 - 3/4-size lid w/retention plate silver, batch 52563153 ((B)(4)).